Manufacturer narrative:
H6 medical device problem code updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Account attempted to place an impella pump emergently during a cardiac arrest in the catheterization lab. The staff opened the introducer kit and attempted to place the 14x13 peel-away sheath but were unable to do so due to unfavorable anatomy. At this time, the code was called, so the physician did not attempt any other methods such as shockwave to place the sheath. Nothing else in the kit, including the pump, was opened; only the sheath was used from the kit. Cardiac arrest may be related to the patient¿s underlying critical illness and acute cardiac event requiring emergent intervention. The death is most likely attributed to the severity of the patient¿s underlying condition and the inability to establish mechanical circulatory support during cardiac arrest.

Manufacturer narrative:
D4. Lot and primary UDI number corrected.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e4: upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the delivery/removal issue was determined to be patient condition related to the patient¿s non-favorable anatomy.